Event description:
Pt in ICU with a pump infusing three channels of critical vasopressors. Reportedly the pump shut down without warning. Pt's blood pressure fell to 50 milli-meters of mercury systolic. No pt injury resulted. No medical intervention required.